Event description:
Procedure type: unk. According to the reporter: the only info received was that the balloon popped. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported either. No additional info was available at this time.

Manufacturer narrative:
(B) (4)